Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received under delivering alarm. Customer stated that they experienced a high blood glucose and the blood glucose value was 300 mg/dl and 373 mg/dl. Customer treated with manual injection for high blood glucose. Customer alleging the insulin pump because the blood glucose was high. The product will not return for the analysis.